Manufacturer narrative:
(B)(4).

Event description:
The customer reports a leaking crack at the plastic hub of the needle. Another device was used.

Event description:
The customer reports a leaking crack at the plastic hub of the needle. Another device was used.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle, syringe, and lidstock for evaluation. The returned needle hub contained two large vertical cracks and a few smaller cracks. The returned introducer needle was attached to a lab inventory arrow-raulerson syringe (ars) filled with water. When the syringe plunger was depressed , water exited the cracks in the needle hub as well as the distal end of the needle. A device history record review was performed with no relevant findings. The reported complaint of a damaged needle hub was confirmed by complaint investigation. The returned introducer needle hub contained multiple cracks and leaked during functional testing. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.